Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate 3 lvas (left ventricular assist system), serial number (B)(6), could not be conclusively determined through this evaluation. Low flow alarms were confirmed via the submitted log files; however, a specific cause for the alarms could not be conclusively determined. The controller event log file contained events on (B)(6) 2023. Intermittent low flow alarms were recorded throughout the log file due to the estimated flow hovering at the low flow threshold of 2.5 lpm (liters per minute).no other notable alarms were captured, and pump appeared to have been operating as intended at the fixed speed. Additional information regarding the event was requested form the account; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 1 outlines potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 of the IFU lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 7 outlines system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patent presented with ventricular tachycardia (vt), low flows, and more than one month of lower flows noted at home. The event log contained persistent low flow estimates and a few low flow hazard events.